Event description:
The customer reported the thumb nail images do not match the image brought up on the left monitor. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced and the calibration files were reloaded. The sys was then found to be operating as intended.